Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was selected and the infusion started with a rate of 269ml/h and a volume of 140ml at 05:10pm. At 05:41 the volume was reached and the kvo-mode (keep vein open) started. No other abnormalities were found. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to complainant a patient underwent avastin infusion therapy on (B)(6) 2024. Reportedly the therapy started 1710 hours with rate 269 milliliters and hour (ml/hr) , 114.4 milliliters (ml), for 30 minutes. At 1740 hours the bag still had around half bag full. Therapy was extended for another 15 minutes on the same rate with another pump to complete the therapy. No patient complications were reported as a result of this event.